Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing increase in seizures. Medication was increased to combat this increase in seizure condition. Premature end of life was also reported. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, product analysis was completed on the suspect product. After analysis it was determined that the premature end of life condition was a result of device failure.

Event description:
Later, it was reported that the suspect product was received into the product analysis lab. The analysis has not been completed to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient's generator was replaced due to "unknown" reason. The suspect generator was noted to be shipped back to the manufacturer but has not been received to date. No other relevant information has been received to date.